Manufacturer narrative:
The technician found the set screw was broken from the hex rod where it comes from the rocker link. This allowed the hex rod to slide to the side and the left head caster brake would not engage. The technician replaced the hex rod to repair the stretcher.

Event description:
Information received indicates the brake will not set.